Manufacturer narrative:
A full technical evaluation was completed in accordance with the original equipment manufacturer (OEM) specification. Investigation images provided that showed the blockage protruding from the air/water nozzle. The foreign material found in the air/water nozzle appeared to be a white plastic type material. The scope failed the leak test. Previous investigations indicated that the reported phenomenon was typically a result of user handling. The investigation concluded that the foreign material did not originate from the endoscope. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The customer reported that during reprocessing wear was noted at the scope¿s distal end. There were no infectious diseases or clinical impact. The scope was returned for evaluation and found a foreign material protruding from air/water nozzle which is considered a reportable malfunction.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the cause of the foreign material protruding from the air/water nozzle was likely from a piece of injection tube or silicone rubber product which entered the channel and remained in the nozzle. Investigation confirmed the foreign material did not originate from the olympus device. The specific root cause of how the foreign material entering and remaining in the device could not be determined at this time. The following information is stated in the instructions for use regarding inspection of the device which may have prevented the event: "preparation and inspection: inspection of the endoscope. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the endoscopic system: inspection of the air-feeding function. Inspection of the objective lens cleaning function." Olympus will continue to monitor field performance for this device.